Event description:
It was reported the pt suffered a cerebrospinal fluid (csf) leakage during a lead replacement procedure (reference MFR report: 1627487-2013-05237). It was noted the pt could not remain still during the procedure, and there was extensive scar tissue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.